Event description:
It was reported to philips that there was an issue with the wireless footswitch. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in use and the procedure was completed as planned after using wired footswitch. The philips field service engineer (fse) went onsite and confirmed that the wireless base station was not ready. The fse replaced and returned the transmitter to philips for further analysis. The analysis confirmed the malfunction of the wireless base station and identified that when the reset button was pressed, the leds did not blink, and only the power button remained on. The unit was unable to connect to the correct version of the footswitch, preventing pairing. Additionally, the power leds did not illuminate, indicating an electrical defect within the base station. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned by using wired foot switch. An update to the instructions for use for charging and handling of the wireless footswitch that the requirement to have the wired footswitch always connected. Due to the use of an alternate footswitch or hand switch the procedure can be completed with minimal or no delay, the malfunction would not likely lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.